Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Aware date for follow up MDR 001 should have been (B)(6) 2014; the device was not received for evaluation; therefore, a device analysis could not be performed. Upon follow-up with the customer, it was reported that the user of the device did not clamp the set when it was not in use. Proper procedures were reviewed with the customer. Upon conclusion of the investigation, the cause of the reported issue was determined to be a use error. The labeling for the device instructs the user to close the clamp below the filter when the set is not in use. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink solution set filled with air during priming. The set was primed with amino acid solution and connected to a lipid line and a 10% dextrose in water line. The reporter stated that the filter was ¿suddenly full of air or half full of air.¿ to correct the condition, the set was re-primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any defects with the product. A functional flow test was performed; the sample primed and allowed flow without any defects. The reported condition was not verified. The assignable cause was determined to be user related, as the customer used the device off-label. The customer reported that the problem was related to a user technique, the customer did not clamp the set below the filter when the set is not in use per the label copy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.